Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-11066. Post-implant, loss of capture was observed on the right ventricular lead and lead dislodgement was confirmed. During the revision procedure, the lead was unable to be removed from the device due to an issue with the set screw. The physician elected to replace the device and the rv lead and the patient was in stable condition.

Manufacturer narrative:
The report of loss of capture and lead removal difficulty were not confirmed. The device was received with the ventricular septum missing and the setscrew was removed with a non-sjm hex wrench. Visual inspection revealed the ventricular setscrew inset was severely damaged and completely stripped, consistent with use error and incorrect hex wrench insertion. Additional testing was performed on the device header and the lead. Both were able to be connected and tightened normally after replacing the damaged setscrew. Electrical and mechanical tests indicated normal device functionality. Output verification and capture tests were performed and no loss of capture or anomalies was observed. There were no device anomalies found that would have contributed to the capture issues and lead connecting/disconnecting difficulties that occurred in the field.